Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this product. Root cause: unable to determine source: phone.

Event description:
Reported one false positive sars result. Unknown if the result was confirmed. Confirmation method(s) not provided. Report 3 of 6.